Event description:
Patient in or for emergency surgery; respiratory status was diminishing. The anesthesia machine was attached to the patient (this machine had been in use all day) after appropriate checks were done and acceptable. When crna certified nurse anesthetist tried to start the machine, the main switch (the push/rotating knob on the screen which allows the machine to enter different modes, including "start case") that controls the function failed and they could not use this machine; switch was unresponsive and they were not able to turn the machine on to the "start case" mode. Another anesthesia machine was immediately brought into the room and attached to the patient successfully.======================health professional's impression======================no adverse outcome for this patient as another machine was readily available.